Manufacturer narrative:
On (B)(6) 2025: declaration for information and regularisation: delay in formalisation due to an input error on my part in the planning process. Patient: no clinical consequences to the patient - no additional surgery - delay on surgery over 30mn (stipulated in the incident report) - no other information. Verification of manufacturing data: assembly / packaging of 29 products - no incidents during manufacturing process - the batch complies with expected specifications. Additional information requested: the device was implanted and it was stabilized in the patient's knee with a different technique and a different product from menix duo: is it correct? Is there a risk of migration of the peek anchor? The incident report indicates that the operating time was increased by more than 30 minutes as a result of this incident but also that "the complete surgery lasted about 1 hs 40 min and the meniscal suture about 25 min". I understand that the delay related to this incident would be 25mn and not more than 30mn. Can you confirm or deny this point? It was the first use of menix duo for this surgeon: how was it trained? According with current legislation of this country, is this type of event should be reported to the national competent authority? Investigations in progress: no corrective/preventive actions to date. Waiting for additional information for expertise: not enough element to understand the origin of the incident. Request to recover the sutures and the rest of the system for analysis (if it is possible). ____________________________________________________

Event description:
(B)(4). Incident occured in argentina. Description of incident: "the entire suture came out and remained in the doctor's hand. This resulted in the inability to adjust the repair. Anterior cruciate ligament reconstruction surgery + let + meniscal suture. The distance that places one implant from the other is about 2 to 3 mm". Additional information: "the first criticism that the surgeon makes is about the buttons, both the black and the red. She notes that she has to exert a lot of force to be able to move them. Even so, with difficulty the first implant went off and the second one too, both apparently correct. The distance that places one implant from the other is about 2 to 3 mm. When the device is removed from the joint and the two suture strands are deployed to adjust and finalize. The entire suture came out and remained in the doctor's hand. This resulted in the inability to adjust the repair. A different type of technique and suture was used to complete the surgery. The complete surgery lasted about 1 hs 40 min and the meniscal suture about 25 min". This was the first use of menix duo for this surgeon.